Event description:
It was reported that they performed longevity calculation to estimate implantable neurostimulator (ins) battery life. The clinician programmer (cp) was showing the battery voltage at 2.99v. Group e was used most, with parameters: 0.35v, 300 pw, 40 hz, 707 ohms, 0.478 ma, 24 hours a day; estimated longevity was >120 months. However, when they ran an electrode impedance, and all were within range except for reference 10, which was >10,000. Electrodes 0/10 were used. There was no loss of therapy.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).